Event description:
It was reported by the sales rep that the light bulb is not working. This is allegedly an out of box failure.

Manufacturer narrative:
Additional information will be provided once investigation is completed.